Manufacturer narrative:
The service found no malfunction, but the partial volume had been set by the customer. The service set to zero the partial volume and proceeded with the regular maintenance service. Device evaluated and returned to the distributor/user. No patient involvement.

Event description:
The customer report that pump doesn't withdraw.